Manufacturer narrative:
The console was returned and an evaluation was performed. Upon review of the logs, a loss in optical signal was verified. A drop in optical signal was noted on multiple occasions and pointed to the transient loss of optical data. This is a known patterned failure characterized by a temporary loss of optical data and triggering of a controller error alarm. Upon testing of the actual device, the noted issue could not be reproduced. Upon conclusion of the investigation, a definitive cause for the failure could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the nurse reported that a controller error occurred and the readings went blank. Despite the noted failure, the functionality of the pump remained unaffected. There was no change in pressures or patient status. The error resolved on its own and support continued.